Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model va8084 pta balloon dilatation catheter allegedly experienced material rupture and detachment. This information was received from one source. This malfunction involved a patient with no consequences. The (B)(6) year old male patient weighed (B)(6) pounds.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation and the investigation confirmed for the reported rupture and detachment issues. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model va8084 pta balloon dilatation catheter allegedly experienced material rupture and detachment. This information was received from one source. This malfunction involved a patient with no consequences. The 64 year old male patient weighed 154 pounds.